Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref. MFR report: 1627487-2014-15575. It was reported, the pt experienced pain at the ipg site when stimulation was turned on as well as ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2014 and the lead was found to have migrated into the ipg pocket site. The lead was explanted and replaced and the issue was resolved.